Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and left ventricular (lv) lead were explanted and replaced due to non-capture. No additional adverse patient effects were reported. Product return was requested.

Event description:
It was reported that the right atrial (ra) lead and left ventricular (lv) lead were explanted and replaced due to non-capture. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that x-rays confirmed all leads were in the same position prior to lead explant. No pacing system analyzer (psa) testing was noted prior to explant. Additionally, elevated thresholds were observed at multiple checks. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed that the lead was returned in two segments with a total length of approximately 900 millimeters (mm) and severed approximately 294 mm from the terminal end. It was suspected that some segments may be missing. Testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies (other than damage consistent with explant). Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding lead return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and left ventricular (lv) lead were explanted and replaced due to non-capture. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that x-rays confirmed all leads were in the same position prior to lead explant. No pacing system analyzer (psa) testing was noted prior to explant. Additionally, elevated thresholds were observed at multiple checks. No additional adverse patient effects were reported.